Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting attempts were unsuccessful in recovering the ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.